Event description:
It was reported that the 9800 system had poor, light images during a case. Also the system intermittently will not boot up. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cpu and sundance upgrade kit were installed and the ccd camera was adjusted during the service call. The system was tested and found to be working as intended and put back into service.